Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported limited table stand movements. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user inattention. The investigation of the log files showed that the user initiated movement of the c-arm via the stand control module until an error of a proximity switch occurred. The user drove the c-arm into collision with the foot switch which damaged the safety switch on the outside of the c-arm. The error was not reset and as a result, movement was only available in override mode with reduced speed. The operator manual contains adequate instructions on how to move the stand in order to avoid collisions. It is also stated that mobile equipment such as the footswitch is not monitored by the collision computer. The local service engineer replaced the safety switch and the problem did not reoccur. No further corrective actions are planned based on this nonsystematic event.